Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did receive pictures of x-rays , it will be reviewed during the investigation process. The device has not been received yet for investigation, however it is mentioned by complainant that it will be returned for investigation. As soon as additional information become available and an investigation result be available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with a biolox® delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2016 and was revised on (B)(6) 2016 due to breakage.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient complained of grinding in his right hip thr before his 6 week post-op visit. He underwent a revision surgery due to the liner breakage after 5 months in vivo time. Review of received x-rays: 2 x-rays were received. One x-ray dated (B)(6) 2016 in ap view of the pelvis right half shows the components. It is observed that pieces of the ceramic inlay are broken off and located in separate places. Distal tip of the femoral stem is also noticed to be tilted laterally. On the second undated lateral x-ray it is visible that in the sagittal plan the stem is not aligned with the proximal femur axis and that its distal tip is in contact with the posterior corticalis. However, since there are no other x-rays taken right after the implantation surgery it is not possible to comment further on the position of the stem. Review of surgical notes: primary surgery dated (B)(6) 2016: pre-op diagnosis: osteoarthritis of the right hip. Findings: patient had equal leg lengths. It was desirable to keep the leg lengths within 0.5 cm of his original length and this was achieved. Acetabulum was reamed to 52mm. The 52mm trilogy cup was placed and fixed to the pelvis with two cancellous screws. The 36mm inner diameter ceramic liner was placed. Femur was hand reamed and rasped to size 11. Zimmer m/l taper size 11 stem was placed. The +0 36mm head was positioned. The reduction was quite stable when carried through a range of motion and leg lengths were maintained as planned. Revision surgery dated (B)(6) 2016: pre-op diagnosis: fracture of the ceramic liner, right hip. Summary: previous posterior approach made to the hip opened again. The fluid from the joint was very dark. Fracture of the ceramic liner observed, very large pieces were present outside of the acetabulum. Pieces mechanically debrided and then it was jet lavaged. Femoral head was dislocated and removed. It was damaged from its articulation with metal-back cup. Both the acetabular shell and the femoral stem were tight in bone and were not loose. The 36mm inner diameter liner for 52mm shell was placed. The 36mm ceramic head was placed. The reduction was quite stable when carried through a range of motion. There were no complications. Devices analysis: insert reconstruction: the ceramic insert cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer: metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal shell, metal transfer patterns (primary metal transfer) are expected in the larger circumference region of the insert. Instead of this, a circumferential stripe of metal transfer can be found at the proximal taper end, region, and at the distal taper end region. This indicates a misaligned fixation or insufficient fixation and rotation of the insert. This indicates that the metal transfer was created before the primary fracture event. Further on, intensive metal transfer can be found at the insert's backside. This metal transfer forms a circular stripe over half of the circumference and could have been caused by a direct contact of the ceramic insert with a protruding screw head combined with a rotation of the insert within the metal shell. The contact with a protruding screw could interrupt the fixation of the insert within the metal shell potentially provoking the rotation. Intensive metal transfer can also be found on the rim of the insert over the whole circumference. This metal transfer indicates impingement between the ceramic insert and the metal stem and its circumferential progression is an additional hint regarding a potential rotation of the insert within the metal shell. The fragments have been rubbed against each other in time between the time periods from primary fracture event until the start of this investigation. Due to this mechanism, secondary chip offs occurred on the fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. Ball head reconstruction: the ceramic head is not broken. Metal transfer: there are metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are clearly assigned to secondary effects, i.e. Rubbing between ceramic and metal parts after the fracture event of the insert and during the extraction of the ball head. Such patterns do not provide any information about the cause of the fracture of the insert. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) in the region of the taper top over the whole circumference are expected. These primary metal transfer patterns can be found on the conical bore surface. Metal abrasion: areas of extensive metal transfer can be found on the polished surface of the ball head. The occurrence of this metal transfer can be a consequence of an intensive contact with metal particles generated by impingement or a contact with the metal shell after the primary fracture event of the ceramic insert. Measurement: the density was determined on the fragments of the insert. The measured average relative bulk density is complying with the delivery specification dor biolox delta components. There was no permission for destructive analysis. Thus, the mean grain size could not be determined. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: fracture of ceramic liner caused by head due to surgeon does not follow surgical technique: possible: as the metal transfer on the ceramic insert shows that it might have not correctly positioned in the metallic shell; liner fracture caused by stem due to malpositioned liner: possible: as the metal transfer on the ceramic insert shows that it might have not correctly positioned in the metallic shell. Conclusion summary: for the investigation of the complaint we have received a broken ceramic insert and an unbroken ceramic ball head. The density of the insert was analysed and found to be complying with the delivery specification for biolox@ delta components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. The ball head does not provide any hint regarding a possible cause of the failure of the insert. Investigation of the insert showed that an insufficient or misaligned fixation of the insert in the metal shell is the most likely reason for the fracture of the insert. As the received x-rays and the surgical reports confirm the presence of cortical screws, the insufficient or misaligned fixation of the insert could be caused by an unintended contact with a protruding screw head, which subsequently disturbed the fixation and provoked a rotation of the insert within the metal shell. However, since there are no x-rays taken right after the implantation, it is not possible to compare the first and final situation regarding the position of the screw which might have provided any hint whether the screw subsided or since from the beginning the screw was in contact with the ceramic insert. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2016 on the right side and was revised on (B)(6) 2016 due to ceramic liner breakage. Both head and liner were revised.